Manufacturer narrative:
The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported by the hospital contact that this coil (pc410051730/c32915) was stretched. The product will be returned for analysis.

Manufacturer narrative:
It was reported by the hospital contact that this coil (pc410051730/c32915) was stretched. The product will be returned for analysis. Very limited information was received. The unidentified microcatheter and the rotating hemostatic valve (rhv) were not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. As viewed through the returned packaging, it was found that the coil was returned stretched and separated from the device positioning unit (dpu). The unreported and unintended coil detachment was mechanical in nature. The proximal section of the coil unraveled out of the soldered section. The distal section of the coil adjacent to the ball tip is intact. No manufacturing defects were found. The complaint of the coil stretching is confirmed. Due to a complete lack of any complaint event description the root cause of how and when the coil stretched cannot be determined. The circumstances of how and when the unreported and unintended mechanical detachment of the coil occurred cannot be determined. In addition, with the identification or the return of the unknown microcatheter and the rhv used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
It was reported by the hospital contact that this coil (pc410051730/c32915) was stretched. The product will not be returned for analysis. Based on the information, the event was not confirmed. The presidio will not be returned, therefore the root cause of the coil stretching cannot be determined. However procedural factors may have contributed to the event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. (B)(4). Expiration date was not populated on the initial report. The expiration date is 31-jan-2020.